Manufacturer narrative:
Device passed the displacement, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery tests. No prime anomaly or error alarm noted during testing. Device received with cracked at corner display window, cracked battery tube threads, scratched on lcd window, cracked reservoir tube and reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that she had a lot of blood glucose issues. Customer's blood glucose was 422 mg/dl. Customer had changed the set. Customer declined troubleshooting. Customer was changing out the set 3 to 5 days instead of 2 to 3 days. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.